Manufacturer narrative:
Sample material was requested for investigation but was not provided. Internal investigations have confirmed a decreased specificity for this reagent lot, still performing within the product specifications. The specificity is within the claimed range. The reagent performs within specification. The investigation did not identify a product problem.

Manufacturer narrative:
Calibration and qc were acceptable. The investigation is ongoing.

Event description:
The initial reporter questioned positive results using a particular reagent lot of elecsys toxo igm (toxo igm) on a cobas e 801 analytical unit. Questionable results were provided for 1 patient sample. The toxo igm result with reagent lot 671956 was 0.844 coi (indeterminate). The repeat result with the same reagent lot was 0.835 (indeterminate). The toxo igm result with a different reagent lot (652164) was 0.236 coi (negative). The patient¿s previous toxo igm result on 03-feb-2023 was 0.236 coi (negative). The patient¿s previous sample was tested with the new reagent lot (671956) and the result was 0.857 coi (indeterminate). The questionable result was not reported outside of the laboratory. The e801 analyzer serial number was (B)(4).